Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that review of a merlin.net transmission showed intermittent undersensing. Reprogramming was recommended and device remains implanted.